Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Share log review did not confirm fatal error within investigation window. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.